Event description:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but previously resulted negative on the same assay lot and instruments. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician since every positive swab was retested with a competitor assay (thermofisher) for reassurance. No alleged harm occurred. Patient health information and sample collection method was not provided. The customer also decontaminated the instruments according to the instruction manual and was still obtaining false positives with just the assay reagent and clean medium.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but previously resulted negative on the same assay lot and instruments. Run analysis of 35 simplexa runs showed 29 samples with detection of at least 1 target with cts greater than 32 between 8/14 - 8/18 between two (2) mdx instruments ((B)(4)). The customer says any positive samples that were detected at cts greater than 32 repeated as negative via a competitor assay (thermofisher). More decontamination test runs were performed on 8/19 resulting in 10 detections out of 24 replicates of sterile water samples on (B)(4) and 4 detections of 24 replicates of sterile water on (B)(4). It was recommended not to use water as a negative control since there aren't any salts or buffers and could cause unusual results. Yet additional testing was performed between 8/22-8/25 again with sterile water. Instrument (B)(4) was replaced with instrument# (B)(4) due to all invalid results. The false positive detections still occur with 1 out of 8 sterile water samples with only 1 target or both targets detected. Batch record review showed the critical component, reaction mix mol4151 lot# x10301n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for ic failure complaints with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. The investigation conclusion is pending the run files and further information from the customer. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. The investigation conclusion is pending the ongoing troubleshooting with the instruments and possible contamination issues.